Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted insulin out of infusion set when priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had unexplained and random no delivery alarm also getting a low battery and then it turns off. The insulin pump will not be return for analysis.